Event description:
Clinical study. It was reported that approx 4 years after a coronary drug eluting stenting treatment procedure, the pt had a cerebrovascular accident (cva). The index procedure treated a 2.5x12mm, 90% stenosed lesion in the 1st obtuse marginal branch (om1)with predilation and placement of a 2.5x16mm taxus express2 drug eluting stent, reducing stenosis to 0%.a non-target lesion in the mid right coronary artery (mid coronary angioplasty (ptca) and placement of a commercial stent. The pt was discharged the next day on asprin and plavix. During a study follow-up visit, the pt reported that he was hospitalized at a non-study hospital in 2006 for a cva. The physician noted it was unk if the serious adverse event was related to the device. The event was resolved with still persistent effects that day. No other info is available at this time.

Manufacturer narrative:
Device eval: the stent remains in the pt and the delivery device has been disposed; therefore, no direct prod analysis will be available. The shopfloor paperwork for this batch shows that the prod met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.